Event description:
It was reported that three or four days after a da vinci-assisted rectal resection surgical procedure, the patient expired due to cerebral infarction. The procedure was on (B)(6) 2021; the patient was a male in his (B)(6). The surgeon had stated that there is no relation between the da vinci procedure and the cerebral infarction. The surgeon attributed the cause of the cerebral infarction to the patient¿s age and indicated that regardless of the surgical modality, there is a possibility of cerebral infarction.

Manufacturer narrative:
According to the surgeon, the cause of the cerebral infarction was related to the patient's age and there was no relation to the da vinci procedure. However, it cannot be determined if the da vinci surgical system contributed in any way to the post-operative complication and subsequent patient death. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. No images or videos were shared by the customer for isi to review. A review of the site's system logs for the reported procedure date was completed. Investigation revealed no related system errors occurred during the surgical procedure. Additionally, all instruments used in the case were used in subsequent procedures, except for the following: vessel sealer instrument, sure form 60 stapler instruments, which are single-use instruments and the fbf, and tip-up grasper (in its last use)site reviews have shown that no complaints were filed against any of the devices. A review of the event information provided was conducted by an isi medical safety officer and the following was noted: ¿the cause of the patient¿s death is related to a cerebral infarction. There is no evidence that a device-related error or user mistake occurred that would cause the patient, a male in his (B)(6), to have a cerebral vascular accident or stroke. However, there is no information, beyond the word of the surgeon, that enables a qualified person to make a reasonable medical judgement about the cause of the patients stroke.¿ three or four days after a da vinci-assisted rectal resection surgical procedure, the patient expired due to cerebral infarction. The surgeon had stated that there is no relation between the da vinci procedure and the cerebral infarction. The surgeon attributed the cause of the cerebral infarction to the patient's age and indicated that there was a possibility of the complication regardless of surgical modality. This MDR is being submitted as part of a retrospective complaint review. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable.